Event description:
Infection

Manufacturer narrative:
Evaluation:complaint has been evaluated and is similar to: cc-00528830, unk-surg, s808 - infection, revision surgery manufacturer date: unknown expiration date: unknown if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.